Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, elective replacement indicator (eri) triggered on (B)(6) 2016.

Event description:
It was reported that during use implantable pulse generator (ipg) encountered sudden drop in longevity. Physician inquired regarding unexpected longevity drop. Review of data indicated unknown reason for sudden drop in longevity, suspected as premature battery depletion. The ipg remains in use, and planned for explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.